Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose over the weekend. The patient had a reading of 400 mg/dl and 520 mg/dl. The customer has never had blood glucose readings that high while using the insulin pump and he wanted to know if there was something wrong with the device. The customer attempted to contact the 24-hour product helpline but he did not have the correct extension. The customer could not be contacted. No further information is available. The insulin pump has not been returned for analysis.